Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a large trace of ketones and could not provide the blood glucose (bg) value. A corrective bolus was delivered to address the bg level. The cause of the ketones/bg was not known. The contact requested assistance with setting a 200 percent temporary basal rate and may take the customer to the hospital.. The contact declined tandem technical support's offer to troubleshoot. Multiple attempts were made to follow-up with the contact; however, additional information regarding the customer's status was not provided.